Event description:
Repair request initiated for device with the report of overheating. It was repoted that there was no patient impact.

Manufacturer narrative:
H3 product analysis: device received. Evaluation anticipated not yet initiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was repoted that there was no patient impact.

Manufacturer narrative:
H3: product analysis :no conclusion can be drawn. An overheating test could not be conducted due to motor is not working gives error code 11. The likely cause was identified as corrosion and motor shaft cracked. It was also noted that the depth test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.